Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported a reservoir leak. The customer's blood glucose was unknown. The customer stated there was insulin visible on her reservoir compartment. She also stated the reservoir leak was past the second o ring. The customer was advised to avoid pulling the plunger too far down as this may cause a leak path. The customer was also advised that the leak could be from an air bubble expanding. The customer was advised to return the reservoir for analysis. No additional information provided.